Event description:
Occiput - c7 instrumentation was performed using the mountaineer oct spinal system on a patient with cerebral palsy. Six months later, there was a noise when the patient moved his neck. Patient went to the hospital and examination found both wings on the plate had broken. Revision surgery was performed to remove and replace the plate.

Manufacturer narrative:
Examination of the returned device found the two lateral tabs were broken off from the plate. Dimensional inspection found tab and plate thickness dimensions met specification requirements. Review of the device history record found no discrepancies. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. No definitive conclusions can be made. However, it was reported that the patient had cerebral palsy. It is possible that body stresses on the appliance prior to firm bone healing caused or contributed to the device breakage. At this time, the complaint is considered to be closed.

Manufacturer narrative:
The plate has been returned for evaluation. A follow up medwatch report will be filed upon completion of the evaluation.